Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited out of range pace impedances on the right ventricular (rv) and right atrial (ra) lead. The pacemaker was explanted and replaced. The leads were also removed and are a competitor's product. No testing was performed to determine the cause of the observation. No additional adverse patient effects were reported.